Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted the cardiac resynchronization therapy defibrillator (crt-d) displayed a "gray bar" battery longevity indicating a low telemetry battery voltage issue. The device was not utilized and never implanted. There was no patient involvement in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.